Event description:
It was reported that patient underwent revision procedure. During procedure, freedom constrained liner was inserted into shell and surgeon noticed component had 1-2 millimeters of vertical movement. Liner was removed and an additional liner was used to complete the procedure. No further details have been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. There have been no trends identified related to this type of event.